Manufacturer narrative:
This report is being submitted as follow up no. 2 to update if the device was evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in the full rear lock position. The arteriotomy locator and the completely opened polyfoil pouch were also returned. Visual inspection revealed that there was no deformation on the arteriotomy locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with color bands fully exposed. Microscopic analysis revealed that the distal part of the anchor was exposed at the tip of the hemostasis sheath. The distal tip of the hemostasis sheath appeared to be cut manually with a blade. A kink in the carrier tube was noted in the exposed part between the sheath hub and carrier tube assembly hub as can be seen in the attached pictures. No other visual anomalies were noted with the device. Proper functional testing was not possible due to the mutilated state of the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the carrier tube folded over itself during forward lock movement due to the kink. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information received on (B)(6) 2019. A 6fr sheath was used. A pre- deployment angiogram was performed. The device pulled out, including components. The patient was in stable condition. A femstop clamp was used.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the involved angio-seal device was used after a leg angioplasty. The deployment steps were followed; the user advanced the bypass tube and the angio-seal into the device sheath in the patient, clicked sheath cap and device together. Next step; they pulled the device cap back from the sheath and the white tab indicators were visible. However, when the device was pulled back to reveal the tamper tube and deployed the angio-seal. The whole device came out, the angio-seal did not deploy in the patient. They used manual pressure to the femoral groin site to achieve hemostasis. The clinician used a scalpel to open up the tip of the angio-seal to check if the anchor and collagen remained in the tube and not in the patient. They visually noted all the components remained in the angio-seal and not in the patient. The tip of the angio-seal has a small incision in it, which was after the device was removed, not during the procedural deployment.